Event description:
Amo complete moisture plus. I used that contact solution and I got an eye infection -conjunctivitis- in both eyes. My eyes were red since the beginning of november, but the pain was on and off until the period 11/16-11/18 where it got so painful that I could not open my eyes. I went to the emergency room and they diagnosed me with conjunctivitis. I was given 0.3% ofloxacin for it. I took the eye drops as prescribed -every 2 hours for the first 2 days and daily afterwards for 5 more days. My eyes have cleared up and I have resumed wearing contact lens again. I read the recall of the solution and my bottle number matches the lot number being recalled -zb02799-.